Event description:
Additional information: it was reported that the respiratory failure was most likely caused by right sided aspiration pneumonia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aspiration pneumonia, respiratory failure, and patient outcome could not conclusively be determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists infection, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook, rev. C, is also available. Several sections of this handbook provide care instructions regarding preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that patient passed away due to respiratory failure. No additional information was provided.

Manufacturer narrative:
Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.